Manufacturer narrative:
Additional information: product analysis:dimensional examination of the fas head found the head splayed slightly out of tolerance. Microscopic examination of the threads of both the fas and associated set screws revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. This misalignment of the implants may have laterally loaded the head and contributed to the fas head splay. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Also the events were related to user error, as indicated in the event description (not using a counter torque because the screws were misplaced). This part is not approved for sale in us but a similar device with catalog #7440020 and 510k number k042025 is approved for sale in us.

Event description:
It was reported that on (B)(6) 2015, the patient underwent posterior fixation at th12-l2 with l1 partial corpectomy to treat l1 burst fracture. During surgery, surgeon could not perform final tightening of a screw placed at ventral side of l2 because its screws head was "widened". The surgeon made a screw hole at l3 using 19mm staple and a set of awl and awl guide, but he found screw heads of the two screws he had inserted got jammed with each other. Because of it counter torque couldn't be used on the screw on ventral side and so the surgeon went on to break off the screw but it span around. He replaced set screws for several times in vain, so he removed the screws and inserted new screws of the same size but again the screw heads got jammed. Finally, the surgeon used the set screw he broke off at cranial side and completed the surgery. The surgeon commented that he might have inserted the screws in a different trajectory and it couldn't be helped. The event extended the surgery within 15 minutes.no information for complication was available.